Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery (lad). A 2.25 x 32 mm promus elite was first deployed in the left circumflex (lcx). A 2.50 x 38 mm promus elite was then deployed and post-dilated in the lad. A flow-limiting, proximal edge dissection was observed and covered with a 2.75 x 20 mm promus elite. The procedure was completed successfully and the patient fully recovered and was stable.

Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery (lad). A 2.25 x 32 mm promus elite was first deployed in the left circumflex (lcx). A 2.50 x 38 mm promus elite was then deployed and post-dilated in the lad. A flow-limiting, proximal edge dissection was observed and covered with a 2.75 x 20 mm promus elite. The procedure was completed successfully and the patient fully recovered and was stable. It was further reported that the target lesion was 90% stenosed and located in the moderately tortuous and severely calcified lad. The lesion was pre-dilated with a 2.00 x 10 mm semi-compliant balloon. The 2.50 x 38 mm promus elite was deployed at 11 atm and post-dilated with a 2.75 x 12 mm non-compliant balloon.